Event description:
It was reported that the device malfunction occurred in the middle of the procedure and the procedure was extended for an unspecified amount of time. The procedure was completed using another device. Additionally, per the customer there was less likely diagnosis.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation with correction to the initial with information inadvertently left out (b5 and g2). Additionally, to provide a correction to the initial (e2 and d9) and to provide an update to fields (h3 and h4). The device was evaluated by olympus, and it was discovered that the subject device did have the ability to extend and retract. Additionally, it was confirmed that multiple bends were identified along the insertion section, and folds were noted at the junction where the handle and insertion section meet. Upon full extension of the needle, a noticeable kink becomes apparent on the insertion portion of the device. Correction to the initial e2 as it is unknown if the reporting resource is a healthcare professional or not. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reportable malfunction occurred due to excess force which led to the needles bending. However, the root cause of the reportable malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the single use aspiration needle plastic of the guide sheath stretched after the first puncture and it was no longer possible to get the tip of the needle out. The issue was found during an ebus (endobronchial ultrasound) bronchoscopy procedure. The plastic of the guide sheath stretched after the first puncture and it was no longer possible to get the tip of the needle out. The needle was cleaned as much as possible with enzymatic soap and cidex but there was still a little blood inside the guide sheath. There were no reports of patient harm. This report is related to the following linked patient identifiers: (B)(6).